Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a shaft fracture occurred. The >70% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. During the procedure, a 12mm x 2.5mm apex monorail balloon was used on the lesion. When the balloon catheter was removed from the unspecified guide catheter, a bend was observed on the shaft of the balloon catheter. When removed from the guide outside of the patient's body, the catheter broke into two pieces at the proximal end. The device was intact when removed from the patient. No patient complications were reported. The patient status was listed as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a shaft fracture occurred. The >70% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. During the procedure, a 12mm x 2.5mm apex monorail balloon was used on the lesion. When the balloon catheter was removed from the unspecified guide catheter, a bent was observed on the shaft of the balloon catheter. When removed from the guide outside of the patient's body, the catheter broke into two pieces at the proximal end. The device was intact when removed from the patient. No patient complications were reported. The patient's status was listed as fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as a result of a break in the hypotube, which was located distal to the strain relief. Both sections of the hypotube were kinked at various locations. Both the break and the kinks that were identified along the shaft are consistent with excessive force having been applied to the shaft. There were no issues noted with the profile of the balloon and tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).